Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 17apr2019 stating pentax medical video duodenoscope, model ed-3490tk/serial (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 3 colony forming units(cfu) as comprising of the following 5 isolates: (B)(6) - positive rods - unidentified; (B)(6) positive rods - unidentified; (B)(6) - positive rods - bacillus circulans; (B)(6) - negative rods - skermanella areolata; (B)(6) - positive rods - unidentified. Study number: (B)(6). The duodenoscope was received by pentax medical for evaluation on 26apr2019 and is currently awaiting inspection..